Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as skin tear under one of the sensors. There was no alleged device malfunction contributing to the irritation. The patient¿s home nurse applied a bandage for the skin irritation. Follow up indicated that the skin irritation improved